Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer stated that four days prior to the event, the change status of sample diluent bottle was erroneously updated, without replenishing the fluid. On the day of the event, the sample diluent bottle went empty, which lead to integrated multi-sensor technology (imt) insufficient/ excessive diluent in port error. The customer stated that they started obtaining the discordant results prior to the errors. A siemens customer service engineer (cse) was dispatched to the customer site. The cse replaced imt tubing. The cse replaced and aligned both, sample and reagent 2 probes. The cse ran two patient samples five times, without errors. The customer ran quality controls (qc) and patient samples, which were acceptable. The cse then replaced the empty sample diluent bottle. The cause of the operator changing the status of the sample diluent without replenishing the fluid was a user error. The cause of the discordant na and cl results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant sodium (na) and chloride (cl) results were obtained on six patient samples on a dimension exl with lm instrument. The discordant results were reported to the physician(s). The samples were repeated on the same instrument, resulting higher for patient sample 1 and resulting lower for patient sample 2, 3, 4, 5 and 6. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant sodium and chloride results.